Manufacturer narrative:
Concomitant products used during the procedure: carto 3 system, model #: m-4800-01, serial #: (B)(4). Stockert rf generator, model #: m-5463-01, serial #: (B)(4). Cool flow irrigation pump, model #: m-5491-02, serial #: (B)(4). Lasso nav catheter, model #: d134302, lot #: 15944468l. Acunav catheter, model #: 08255790, lot #: an024736. (B)(4).

Event description:
During an atrial fibrillation (afib) procedure, it was reported a perforation of the left atrial appendage was noticed and confirmed by intracardiac echocardiography. A pericardiocentesis was performed and approximately 250 ml of fluid was removed. The patient was reported to be in stable condition.

Manufacturer narrative:
(B)(4). During an atrial fibrillation (afib) procedure, it was reported a perforation of the left atrial appendage was noticed and confirmed by intracardiac echocardiography. A pericardiocentesis was performed and approximately 250 ml of fluid was removed. The patient was reported to be in stable condition. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. The catheter was also evaluated for eeprom, carto 3, 4 khz and calibration functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the perforation remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.